Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the date of the patient's reported post-operative death is unknown. The cause of death and what the relation of the patient¿s death was to the revision surgery involving the synthes lcp plate is also unknown. There was limited information available at this time of this report. With the information available there is a noted device that is broken postoperatively, a revision surgery that occurred and a significant surgical delay (2 hours), therefore, information reasonably suggest that this device cannot be disassociated from the reported adverse event. Should further information become available this determination will be reviewed accordingly. The death is being reported out of an abundance of caution. Additional information regarding the revision surgery, patient condition and subsequent death have been requested but not received as of august 24, 2015. Corrected data: device was explanted but date of explant is unknown. Patient codes were corrected for sedation, revision surgery and death. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on august 12, 2015. It was reported that revision surgery was performed on an unknown date to address the previously reported broken plate and that the patient died postoperatively on an unknown date. It was also reported that the revision surgery was extended by two (2) hours due to an unknown issue. The patient was revised with synthes hardware from a peri-prosthetic kit. The reporter stated that the patient had no associated comorbidities. The cause of the patient's death is unknown.

Manufacturer narrative:
Revision procedure occurred (B)(6) 2015; it is unknown if the device was explanted during that procedure. Unknown when the device broke. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient died one day after the surgery on (B)(6) 2015. Cause of the death was cardiopulmonary decompensation after anesthesia.

Event description:
The patient presented to the hospital, the radiology of the right femur shows that the lcp plate is broken at the middle portion of a hole without screws. This plate was implanted on (B)(6) 2014 in this hospital. Revision surgery needed. Resumption of the patient with a peri-prosthetic kit of synthes laboratory. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Not explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.